Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was sent and the current electrogram showed frequent undersensing of atrial events and unnecessary atrial pacing from the right atrial (ra) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.